Event description:
Caller that the aviva meter caught on fire by itself. She did not allege that anything caused the meter to catch fire or that it was exposed to anything that could cause fire. It was stored as normal and kept in the house. She stated that there were some flames and that the meter screen appeared to burn up and turn white and black. Meter then was smoking. A request was made for the return of the meter, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.